Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the left ventricular (lv) lead had low impedance measurements. The lead was not used and not replaced. No patient complications have been reported as a result of this event.